Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, animas received notification that the pump allegedly failed several times. Animas customer technical support followed up several times to obtain additional information and was unsuccessful. There was no reported adverse event associated with this complaint. This complaint is being reported due to a non-specific pump malfunction.